Event description:
Additional information was received that prior to the transcatheter aortic bioprosthetic valve implant, the pre-implant gradient was 34 millimeters of mercury (mmhg). Following the valve implant, the gradient was 9 mmhg. Computed tomography angiogram (cta) revealed the thrombus on the valve was also observed between the transcatheter aortic valve and the base of the sinuses of valsalva (sov). The patient was on anticoagulant medication (plavix). The last three international normalized ratio (inr) before the thrombus was detected was (B)(6) 2022 1.10; (B)(6) 2022 1.13; (B)(6) 2022 1.16. Per the physician, the patient's previously implanted surgical aortic bioprosthetic contributed to the elevated gradient.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 1 month following the implant of a 29 millimeter (mm) transcatheter valve in a previously implanted 25 mm medtronic surgical aortic valve, an echocardiogram was performed that revealed mild aortic stenosis, an aortic valve area of 1.08 squared centimeters, peak velocity of 2.75 meters per second (m/s), a mean gradient of 17 millimeters of mercury (mm hg), and an ejection fraction (ef) of 50%. Approximately 1 month following the echocardiogram, a computed tomography (CT) scan was performed that revealed the valve failed due to thrombus with significant leaflet thickening on the right coronary cusp (rcc) and non-coronary cusp (ncc), most pronounced on the ncc. Additionally, the patient experienced dyspnea and dizziness. Subsequently, the patient was started on anticoagulation (warfarin) with a goal international normalized ratio (inr) of 2.5-3.5.